Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was unknown if the patient required hospitalization and treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with therapy was unknown. Additional information was requested but is not available at this time. This is report 2 of 3 involved in this event.